Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that right ventricular lead exhibited high capture threshold and varying r wave sensing amplitude. Through x-ray, it was noted that the right ventricle was perforated. The reported lead was explanted and replaced on 6 sep 2022. The patient was in stable condition.

Manufacturer narrative:
The reported events of cardiac perforation, failure to capture, and r-wave amplitude variation were not confirmed. As received, a partial lead was returned in two parts for analysis. Final analysis did not identify any anomalies.